Event description:
It was reported the caps are not sealing properly on the purple lumen, causing leaking.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.